Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/perforation') in a female patient who had essure (batch no. C35420-not valid) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "post-implant pregnancy". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), the first episode of female genital tract fistula ("fistulae"), the second episode of female genital tract fistula ("fistulae"), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), device extrusion ("extrusion"), neuromyopathy ("neuromuscular problems"), infection ("infection nos"), vaginal scarring ("vaginal scarring"), urinary tract disorder ("urinary problems"), autoimmune disorder ("autoimmune-like symptoms") and allergy to metals ("nickel sensitivity") and was found to have a pregnancy with contraceptive device ("post-implant pregnancy"). The patient was treated with surgery (partial hysterectomy). At the time of the report, the perforation, pelvic pain, the last episode of female genital tract fistula, genital haemorrhage, pregnancy with contraceptive device, dyspareunia, device extrusion, neuromyopathy, infection, vaginal scarring, urinary tract disorder and autoimmune disorder outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was unknown to the reporter. The reporter considered allergy to metals, autoimmune disorder, device extrusion, dyspareunia, genital haemorrhage, infection, neuromyopathy, pelvic pain, perforation, pregnancy with contraceptive device, urinary tract disorder, vaginal scarring, the first episode of female genital tract fistula and the second episode of female genital tract fistula to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 19-may-2016: nonvisualization of fallopian tubes post bilateral essure placement. The lot number reported (c35420) is not valid quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: pregnancy outcome has updated.pregnancy field was ticked as unk now updated as yes . No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/perforation') in a female patient who had essure (batch no. C35420-not valid) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "post-implant pregnancy." On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), the first episode of female genital tract fistula ("fistulae"), the second episode of female genital tract fistula ("fistulae"), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), device extrusion ("extrusion"), neuromyopathy ("neuromuscular problems"), infection ("infection nos"), vaginal scarring ("vaginal scarring"), urinary tract disorder ("urinary problems"), autoimmune disorder ("autoimmune-like symptoms") and allergy to metals ("nickel sensitivity") and was found to have a pregnancy with contraceptive device ("post-implant pregnancy"). The patient was treated with surgery (partial hysterectomy). At the time of the report, the perforation, pelvic pain, the last episode of female genital tract fistula, genital haemorrhage, pregnancy with contraceptive device, dyspareunia, device extrusion, neuromyopathy, infection, vaginal scarring, urinary tract disorder and autoimmune disorder outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, device extrusion, dyspareunia, genital haemorrhage, infection, neuromyopathy, pelvic pain, perforation, pregnancy with contraceptive device, urinary tract disorder, vaginal scarring, the first episode of female genital tract fistula and the second episode of female genital tract fistula to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: nonvisualization of fallopian tubes post bilateral essure placement. The lot number reported (c35420) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: update of information (batch is invalid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/perforation') in a female patient who had essure (batch no. C35420-not valid) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "post-implant pregnancy". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), the first episode of female genital tract fistula ("fistulae"), the second episode of female genital tract fistula ("fistulae"), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), device extrusion ("extrusion"), neuromyopathy ("neuromuscular problems"), infection ("infection nos"), vaginal scarring ("vaginal scarring"), urinary tract disorder ("urinary problems"), autoimmune disorder ("autoimmune-like symptoms") and allergy to metals ("nickel sensitivity") and was found to have a pregnancy with contraceptive device ("post-implant pregnancy"). The patient was treated with surgery (partial hysterectomy). At the time of the report, the perforation, pelvic pain, the last episode of female genital tract fistula, genital haemorrhage, pregnancy with contraceptive device, dyspareunia, device extrusion, neuromyopathy, infection, vaginal scarring, urinary tract disorder and autoimmune disorder outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, device extrusion, dyspareunia, genital haemorrhage, infection, neuromyopathy, pelvic pain, perforation, pregnancy with contraceptive device, urinary tract disorder, vaginal scarring, the first episode of female genital tract fistula and the second episode of female genital tract fistula to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: nonvisualization of fallopian tubes post bilateral essure placement. The lot number reported (c35420) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/perforation') in a female patient who had essure (batch no. C35420) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "post-implant pregnancy". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), the first episode of female genital tract fistula ("fistulae"), the second episode of female genital tract fistula ("fistulae"), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), device extrusion ("extrusion"), neuromyopathy ("neuromuscular problems"), infection ("infection nos"), vaginal scarring ("vaginal scarring"), urinary tract disorder ("urinary problems"), autoimmune disorder ("autoimmune-like symptoms") and allergy to metals ("nickel sensitivity") and was found to have a pregnancy with contraceptive device ("post-implant pregnancy"). The patient was treated with surgery (partial hysterectomy). At the time of the report, the perforation, pelvic pain, the last episode of female genital tract fistula, genital haemorrhage, pregnancy with contraceptive device, dyspareunia, device extrusion, neuromyopathy, infection, vaginal scarring, urinary tract disorder and autoimmune disorder outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, device extrusion, dyspareunia, genital haemorrhage, infection, neuromyopathy, pelvic pain, perforation, pregnancy with contraceptive device, urinary tract disorder, vaginal scarring, the first episode of female genital tract fistula and the second episode of female genital tract fistula to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2016: nonvisualization of fallopian tubes post bilateral essure placement. Quality-safety evaluation of ptc: unable to confirm complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.